Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open lobectomy, on closing and detaching lung lobe, the reload could not be closed after the reload was correctly installed. Surgeon replaced with new reload and was used with the same handle to complete the case. There was no patient injury.